Event description:
(B)(4). Not provided by insurer - out of pocket. Paid for by me. A year after having this product installed in my fallopian tubes I starting getting vaginosis every month and it wouldn't go away with modern medicine. I also continually experience very heavy bleeding during my periods and have bloating ( and I work out a lot) all the time. This product makes me very tired and lethargic- no energy and I have cramps where they were installed. I want them out. My doctor did not ask if I was allergic to nickel before installing them . My body suggests that this foreign matter in my as membranes is dangerous and feels as if I'm aging and turning into an old lady rapidly and I'm only (B)(6) years old.